Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a lead safety switch to unipolar pacing had occurred as this patient¿s right ventricular (rv) lead and device exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Unipolar measurements were observed to be fine, but upon reprogramming the rv lead back to bipolar, the impedances were out of range and there was loss of capture at maximum outputs. Oversensed noise was also observed on the rv channel, however, no pacing inhibition occurred. The cause of these issues has not been conclusively determined by the field. The rv lead was reprogrammed and the patient will continue to be monitored. All products remain implanted and in service. No adverse patient effects were reported.